Manufacturer narrative:
Section d6a date implanted: not applicable, as the cartridge is not an implantable device. Section d6b date explanted: not applicable, as the cartridge is not an implantable device therefore, not explantable. Section h4 device manufacture date: unknown as the lot number was not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Follow-up was to obtain the missing information. However, no information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The johnson and johnson(jnj) platinum cartridge is leaving a filmy or sticky substance on the bottom side of the lens when implanting. The customer informed the johnson and johnson account executive at the end of the surgery date and did not record any information. Consequently, there is no information from the day of surgeries on(B)(6) 2024, other than the problem occurred frequently. No further information was provided.